Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/19/2020. The following additional information was received: the patient called; physican could not recall the product code but said it was "vicryl super facial plain 3.0" he believed.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot # and product code of suture device used ? Does not know, they tried to get a hold of the facility that did the foot surgery. Does the patient have any pre-existing medical conditions (ie. Allergies, history of reactions) ? They really don't if she does have allergies it's ragweed but probably has grown out of that. So no allergies. Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction) ? Had the surgery for the upper part of her foot between her third and fourth toe. Maybe two weeks into it was very swollen. The doctor had said it was a vicryl suture reaction (procedure was on (B)(6) 2019) she continues to have swelling and bruising all around her foot and suture area. She has not had anything pop up out of the skin. She can feel something but can't locate it. She can feel the tautness when she stretches out her foot. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? She doesn't think so, they just noticed her body not absorbing this. She's never had sutures before. Was any surgical /medical intervention / antibiotics/ prescription medication provided or required to treat the patient for the reaction noticed post-op ? Yes, she was given antibiotics (she doesn't remember the name), it was oral. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Yes, post. Patient current condition? Still feels taught, definitely still feels like somethings in there. Looks bruised.

Event description:
It was reported by the patient that they underwent a right foot procedure on 8/21/2019 and suture was used. The patient experienced reaction right foot post op approximately two weeks, the area was very swollen. The patient continues to experience swelling and bruising all around her foot and suture area. The patient reports that nothing has pop up out of the skin. The patient has sensation of foreign body, but can't locate it. The patient reported that the foot feels tautness when stretches out the foot. The surgeon opined that it may be suture reaction. The patient was treated with antibiotics. Additional information has been requested.